Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on the device (B)(4) lot it955275 (component code 600523s lot b81) before the market release. No anomalies have been found. The original lot, manufactured in november 2009, was comprised of (B)(4) units. All of them have already been distributed to the market. According to orthofix srl historical records, this is the first notification received from this specific device lot. Technical eval: the technical eval on the returned device, received on july 15, is currently on going. Medical eval: the info made available on the case was sent to our medical evaluator. A preliminary medical eval is currently on going and will be finalized once the results of the technical eval are available. Orthofix srl has requested further info on the event such as x-rays of the pt's arm, what the goals were, whether the revision surgery planned for (B)(6), was performed, if the minirail fixator was replaced by a new one, what was the outcome, pt current health condition. This info has not been made available so far. As soon as further info become available, orthofix srl will provide you with a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The info provided by the local distributor indicates: hospital name: (B)(6) hospital; surgeon name: dr (B)(6); date of surgery: unk; body part to which device was applied: shaft of ulna; surgery description: lengthening; pt info: (B)(6), male; previous health condition: osteochondroma; problem observed during: into treatment/post-operative; type of problem: device functional problem; event description: "the original operation day is unk. The surgeon carried out radius and ulna osteotomy for a pt of the osteochondroma. S/he applied a plate for a radius. Furthermore, s/he applied a fixator (m511) for ulnar bone lengthening. The pt left the hospital with attaching a fixator. As for the pt, bone lengthening of 0.5mm a day was carried out at home. Though a surgeon let the ulna of the pt extend when a pt came back to the hospital, s/he noticed it having become short adversely. When a pt came back to the hospital next though the surgeon taught a pt usage again, s/he found an ulna becoming short again". The complaint report form indicates: the device failure caused adverse effects to pt (loss of distraction/ correction achieved); the surgery was not completed with used device; a replacement was not immediately available (the pt was left unattended until a fixator was prepared); the event led to a clinically relevant increase in the duration of the surgical procedure (replacement of the external fixator); an additional surgery was required ((B)(6) 2015); copies of the operative report are not available; copies of the xrays images are not available; info on pt current health condition: unk. (B)(4).

Manufacturer narrative:
Analysis of historical records (information already provided). Orthofix srl checked the internal records related to the controls made on the device code m511 lot it955275 (component code 600523s lot b81) before the market release. No anomalies have been found. The original lot, manufactured in november 2009, was comprised of (B)(4) units. All of them have already been distributed to the market. According to orthofix srl historical records, this is the first notification received from this specific device lot. Technical evaluation: the technical evaluation on the returned device, received on july 15, is currently on going. Medical evaluation: the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation is currently on going and will be finalized once the results of the technical evaluation are available. As soon as further information and/or the results of the technical analysis become available, orthofix srl will provide you with a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information initially provided by the local distributor indicates: hospital name: (B)(6) hospital; surgeon name: dr. (B)(6); date of surgery: unknown; body part to which device was applied: shaft of ulna; surgery description: lengthening; patient information: (B)(6), male; previous health condition: osteochondroma; problem observed during: into treatment/post-operative; type of problem: device functional problem; event description: "the original operation day is unknown. The surgeon carried out radius and ulnar osteotomy for a patient of the osteochondroma. S/he applied a plate for a radius. Furthermore, s/he applied a fixator(m511) for ulnar bone lengthening. The patient left the hospital with attaching a fixator. As for the patient, bone lengthening of 0.5mm a day was carried out at home. Though a surgeon let the ulna of the patient extend when a patient came back to the hospital, s/he noticed it having become short adversely. When a patient came back to the hospital next though the surgeon taught a patient usage again, s/he found an ulna becoming short again.". The complaint report form indicates: the device failure caused adverse effects to patient (loss of distraction / correction achieved); the surgery was not completed with used device; a replacement was not immediately available (the patient was left unattended until a fixator was prepared); the event led to a clinically relevant increase in the duration of the surgical procedure (replacement of the external fixator); an additional surgery was required ((B)(6) 2015); copies of the operative report are not available; copies of the xrays images are not available; information on patient current health condition: unknown. On august 4, 2015 orthofix srl received the following further information from the distributor: copy of x-rays; the goal of the treatment was bone lengthening of 20mm; on (B)(6) 2015 it was performed an operation to replace the device involved with a new fixator; on august 5, 2015 orthofix srl received the following further information from the distributor: "about bone lengthening, it seemed to be already lengthened 18mm for a plan of 20mm. However, this bone lengthening seemed to carry out lengthening by 0.5mm a day from both sides of a proximal side and the distal side. As for the result, bone shortening did not seem to happen this time. The surgeon seemed to think that this phenomenon might be caused because this fixator was very big for a child." (B)(4).

Manufacturer narrative:
Analysis of historical records (information already provided) orthofix srl checked the internal records related to the controls made on the device code m511 lot it955275 (component code 600523s lot b81) before the market release. No anomalies have been found. (B)(4). According to orthofix srl historical records, this is the first notification received from this specific device lot. Technical evaluation the returned device, received on july 15, 2015 was examined by orthofix srl quality engineering department. The device was subjected to visual and dimensional check as per orthofix srl design and product specifications. The visual check evidenced that the covers are damaged. They look worn due to previous usages and cleaning. The dimensional check did not evidence any anomalies. The static functional check performed after the replacement of the worn covers with new ones (as the original covers were too worn from previous usages to be used in the investigation) did not evidence any anomalies. The results of the technical evaluation concluded that the device was originally conforming to design specifications. The failure occurred seems to be mainly related to incorrect use of the device. Medical evaluation the information made available on the case together with the results of the technical evaluation were sent to our medical evaluator. Please find below a summary of the medical evaluation: "osteochondromas are benign bone tumours that occur in adolescents and may cause bone deformities. In this 14 year old patient an osteotomy was carried out in the radius and ulna. The radius was plated and a m511 fixator applied to the ulna for lengthening. By careful monitoring it should be possible to lengthen the ulna just the right amount to provide the correct alignment. In this case the report states that the bone "shortened adversely" on 2 separate occasions when seen for follow up. The patient (and possibly family) were performing the lengthening. My comment would be that we do not know why this happened, but the fixator should not have shortened if it was being lengthened. This fixator has been created for the following stated indications: complex upper and lower extremity deformities. Hand, wrist or foot contractures. Indicated for paediatrics and adult patients. Also: longitudinal deficiency of the radius. Lengthening is not excluded in this list. I would say the following in answer to the questions: lengthening is usually better performed using an external fixator without a joint. (B)(6) boys are very variable in size and muscle bulk; they can be paediatric in size of pre-pubertal, or adult in size if post pubertal. Either a straight minirail or a paediatric lrs rail might be used in the forearm, depending on patient size. The amount of tension produced in the fixator depends on the geometry of the fixation and the pathology. I would add that a fixator will not shorten unless the clamp is moved into a shorter position by the mechanism. I suspect that incorrect use has occurred, but [at this time] we do not know enough to state this. We see from the xray that the osteochondroma was in the distal ulna. The tumour must have caused a growth deformity in both bones, for there to have been a need to make a double osteotomy. The radius has a transverse osteotomy and a closely apposed plating. I can only assume that they must have shortened the radius, either to compensate for overgrowth or to adapt to ulnar shortening caused by the tumour: it can be seen that the distal epiphyseal plate is not functioning in the ulnar because of the tumour. The m511 was applied to the ulna. The first x-ray, dated (B)(6) 2015, shows the ulnar with a small gap at an osteotomy: around half a bone diameter which will be about 12 -14 mm. The distal clamp is close to the articular body, but the proximal clamp is a similar distance, maybe 15 mm, from the articular body, and has clearly been responsible for the callus distraction that has occurred. It seems likely that some acute radial shortening has occurred together with some gradual ulnar lengthening. The second xray show that the osteotomy gap has shortened and the clamp is now adjacent to the fixator articular body. This suggests that some fixator shortening has occurred. From the appearance of these x-rays it does not seem possible for the lengthened ulnar to have shortened unless the fixator shortened. The fixator arms are parallel with the bone in both cases, with good bone screw fixation, so bone shortening can only occur if the fixator is shortened. My suggestion might be that the patient turned the lengthening nut the wrong way; it is difficult to understand how shortening might have occurred in any other way. The technical analysis on this m511 shows clearly that the functionality of the device is as normal and within specification. Therefore the only way that the fixator can have shortened is if the patient turned the screw the wrong way. The problem here was a technical problem due to the details of usage and not due to any failure of the device." Final comments: the results of the technical evaluation concluded that the device was originally conforming to design specifications. The failure occurred seems to be mainly related to incorrect use of the device. The medical evaluation evidenced as follows: "the technical analysis on this m511 shows clearly that the functionality of the device is as normal and within specification. Therefore the only way that the fixator can have shortened is if the patient turned the screw the wrong way. The problem here was a technical problem due to the details of usage and not due to any failure of the device." Based on the results of the technical evaluation performed on the returned device, that evidenced its conformity to orthofix srl design specifications, and on the evidences deriving from the medical evaluation, orthofix srl can conclude that the problem occurred is not device related. Orthofix srl continues monitoring the devices on the market.

Event description:
The information initially provided by the local distributor indicates: hospital name: (B)(6) hospital; surgeon name: dr. (B)(6); date of surgery: unknown; body part to which device was applied: shaft of ulna; surgery description: lengthening patient information: (B)(6), male; previous health condition: osteochondroma; problem observed during: into treatment/post-operative. Type of problem: device functional problem; event description: "the original operation day is unknown. The surgeon carried out radius and ulnar osteotomy for a patient of the osteochondroma. S/he applied a plate for a radius. Furthermore, s/he applied a fixator(m511) for ulnar bone lengthening. The patient left the hospital with attaching a fixator. As for the patient, bone lengthening of 0.5mm a day was carried out at home. Though a surgeon let the ulna of the patient extend when a patient came back to the hospital, s/he noticed it having become short adversely. When a patient came back to the hospital next though the surgeon taught a patient usage again, s/he found an ulna becoming short again.". The complaint report form indicates: the device failure caused adverse effects to patient (loss of distraction / correction achieved); the surgery was not completed with used device; a replacement was not immediately available (the patient was left unattended until a fixator was prepared); the event led to a clinically relevant increase in the duration of the surgical procedure (replacement of the external fixator); an additional surgery was required ((B)(6) 2015); copies of the operative report are not available; copies of the xrays images are not available; information on patient current health condition: unknown on (B)(6) 2015 orthofix srl received the following further information from the distributor: copy of x-rays; the goal of the treatment was bone lengthening of 20mm; on (B)(6), 2015 it was performed an operation to replace the device involved with a new fixator; on (B)(6) 2015 orthofix srl received the following further information from the distributor: "about bone lengthening, it seemed to be already lengthened 18mm for a plan of 20mm. However, this bone lengthening seemed to carry out lengthening by 0.5mm a day from both sides of a proximal side and the distal side. As for the result, bone shortening did not seem to happen this time. The surgeon seemed to think that this phenomenon might be caused because this fixator was very big for a child." (B)(4).